Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and one hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is approximately .020 in diameter and located .090 above the silicone to sleeve interface. The silicone also exhibits scratches on the outer surface and a tear adjacent to the hole. Other various mechanical tears in the silicone were also observed in the areas not near the hole.

Event description:
It was reported that while dissecting the pelvic lymph nodes during a da vinci si hysterectomy, a tear was observed on the monopolar curved scissors (mcs) tip cover accessory (installed on the mcs instrument) and arcing occurred. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.